Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: endovascular repair of left ventricular assist device outflow graft defect teman, nr, shah, sm, downs, e, et al. J card surg. 2020; 35: 3235- 3238. Https://doi.org/10.1111/jocs.15005. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient using an endovascular approach during the emergent management of bleeding from a defective lvad outflow graft. It was reported during the index procedure, after the navion graft (20 × 20 × 96) was deployed in the intended location persistent bleeding from the sternotomy was noted. Power injection digital subtraction angiography (dsa) revealed residual active arterial extravasation distal to the margin of the endograft. A second valiant navion 22× 22 × 96 mm thoracic stent graft was deployed and molded within the initial stent graft. The distal margin of the second device was placed approximately 15 mm from the anastomosis of the outflow graft and aorta. Subsequent dsa demonstrated resolution of graft bleeding. Visible bleeding from the sternotomy fully abated after protamine administration at the conclusion of the case. Per the physician the cause of the extravasation post the implant of the navion stent graft is undetermined. The cause of the persistent bleeding post implant of the navion graft was confirmed as not related to the graft. No additional clinical sequelae were reported and the patient is fine.